Event description:
A third party service agent contacted stryker to report that during a preventive maintenance of their customer's device they observed that the device would not power on and was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. The device was sent for the further evaluation to stryker and the reported issue was confirmed. The root cause of the reported issue is isolated to the hlc which is permanently damaged due to poor maintenance and allowing it to fully deplete. The device was archived by stryker and the customer was offered to purchase a replacement device.